Manufacturer narrative:
The products were not explanted and will not be returned. Device data was submitted for review. Technical services noted the patient was in a very fine vf where some undersensing due to the small amplitudes led to a slight delay in detection and therapy. The device was able to sense the rv event and provide therapy as programmed. In episode v-1 a commanded shock was delivered, with a normal impedance measurement and normal charge time. This shock converted the rhythm. In episode v-2 the rate was not fast enough to meet criteria to deliver therapy and the episode was nonsustained. In episode v-3 the device detected the vf and anti-tachycardia pacing (atp) was delivered in the vt zone. After the third atp burst, an external shock was delivered that did convert the arrhythmia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted. Just after closing the pocket, the patient went into respiratory arrest and ventricular fibrillation (vf). A commanded shock from the device and an external shock were delivered without success. The patient went into electromechanical dissociation and expired. There were no allegations against the function of the device.